Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the wound was opening up a little bit at the end of the incision following a procedure. Additional suture was used without an issue and another manufacturer's device was used to fix the issue.